Event description:
A call was placed to technical services on (B)(6) 2014 informing that this lead was scheduled for rv lead revision/extraction due to an unknown reason. The rep was dr. (B)(6) at (B)(6) clinic. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).